Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system recently underwent programming changes to address known right atrial (ra) lead noise with oversensing due to suspected lead insulation damage. Ra sensitivity was decreased to automatic gain control (agc) 1.5 mv. Additionally, there was a new onset of atrial fibrillation (af). With the recent programming changes, this ICD system delivered three bursts of anti-tachycardia pacing (atp) and one 41j shock due to af with rapid ventricular response (rvr) and atrial undersensing. Technical services (ts) discussed troubleshooting options and programming considerations, and recommended adjusting ra sensitivity to improve sensing and address inappropriate tachy therapy. This ICD system remains in service. No additional adverse patient effects were reported.